Manufacturer narrative:
Explant date: between (B)(6) 2019. The explanted ipg was not returned to bsn and the location is unknown. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. The patients spouse believes the death was device related, however, the autopsy results state differently. No further information can be obtained.